Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both the tamper seals were intact. The investigation did not notice any external damage to the device. The pump event history showed a motor rate error in the error history log (ehl). The evaluation was performed, and the reported issues was duplicated, during occlusion test. Replaced worm coupling and that cleared up the problem. The root cause of the reported issue due to normal worn parts, part is over 8 years old. The technician replaced the worm coupling, also replaced worm gear as a preventative measure. The device passed functionality/delivery tests.

Event description:
It was reported that a motor rate error was observed. No patient injury was reported.